Event description:
Info was received that reported a pt was hospitalized in 2007 due to hyperglycemia. The reporter states her blood glucose was over 500. She went to the hospital and was treated with injection and fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident, but as of the date of this report has not been returned for evaluation.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.